Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved.). No harm requiring medical intervention was reported. The insulin pump will be replaced.

Manufacturer narrative:
Pump received with high sleep current. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, active current test, and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Swapped pcba 1 then pcb2 board with a test board still failed sleep current. No low battery alert noted during testing or in the pump trace download on event date of 11/30/2021. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, and label damage. Blank display not confirmed. Swapped pcb 1 then pcba 2 board with a test board and sleep current measurement failed. Problem isolated to moisture damage on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.